Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a left inernal carotid artery aneurysm interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred and the foot did not close. An attempt was made to remove the device; however, the device had to be removed via cut down. Hemostasis was achieved via manual suturing during surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Cine images were provided and reviewed. Two images were included: one image shows contrast injected through the sheath indicating a patent right femoral artery without assumed disease. This is unclear of this image was done after the sheath was put in place or after the entire procedure leading up to the attempt of closure. The second image shows what appears to be the prostyle device presumably within the artery. It is not clear at what point of the attempted deployment this image represents. The images do not confirm if the device was prepped, handled, and deployed per instructions for use (IFU). A probable cause cannot be determined. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a needle to cuff miss include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that may contribute to difficult to close include, but not limited to, tissue or suture caught in the foot or the posterior cuff partly deployed in the foot. The difficulty retracting the foot likely contributed to the subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.